Event description:
Reported by the complainant as follows: foreign material was found from patient's body. Sample will be sent to convatec headquarters for testing. Due to calculus found in both renal pelvis, pnl was conducted. Foreign material was found from right renal pelvis, when pnl was done. No adverse event was reported. Further detail will be added, when available.

Manufacturer narrative:
Reports 2243969-2006-000023 & 2243969-2006-000024 refer to the same event. Convatec is not certain as to the identity of the debris found in this patient's catheter or if any untoward medical events arose as a result of it. This event is being reported as a due diligence measure while further case investigation and analysis continues on the debris samples expected to be sent to convatec.